Event description:
During the delivery of a dose of cardioplegia solution, the automatic dose delivery stopped before the complete dose had been administered. When the perfusionist observed that pump had stopped, the dose delivery was restarted and finished correctly. No adverse consequences to the patient resulted from this event.